Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited over sensing. It was noted that the patient had a history of twiddlers syndrome. The device was reprogrammed. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that fluoroscopy revealed that the lead had dislodged. It was noted that the patient exhibited twiddlers syndrome. The lead was capped and replaced on (B)(6) 2016. The patient was doing well post procedure.